Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a consumer who was implanted with an im plantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was no longer getting relief in their left leg. It was reported that an x-ray showed the left lead had migrated, and no other diagnostics were performed. The left lead was replaced and left in the body. It was reported that the impedances were normal, and the patient felt paresthesia in all the correct places. It was noted that the issue was resolved, and the patient was alive with no injury. No further complications were reported.